Event description:
It was noted via review of the manufacturers database that the patient died 15 days after the device was implanted. Follow-up determined that the patient has not expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was obtained that revealed that the patient is not deceased. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted via review of the manufacturers database that the patient died 15 days after the device was implanted. The cause of death has been requested and not received.